Event description:
It was reported there was no cardia software installed on the programmer. The patient had a cardia dr ICD (implantable cardioverter defibrillator). Another programmer was used. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) telemetry rf (radio frequency) transceiver failed final test. System fan is noisy. It is noted cardia software was not installed.